Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the adhesive skin allergic reaction. No lot release records were reviewed, as the product lot number was not provided.

Event description:
The patient reported an allergic reaction to the pod adhesive causing excessive itching and rash. The patient visited the emergency room and was diagnosed with contact dermatitis. As treatment, the patient was prescribed protopic (2 weeks, applied topically to the site of the rash as needed) and clobetasol (applied at the site of the rash for two days, once a day).